Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced, and the unit was returned to service. No report of patient involvement. Unique device identifier: (B)(4). Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and was delivering higher positive end expiratory pressure than requested. There was no report of patient involvement.